Manufacturer narrative:
No button error alarm noted during testing. Unit had unresponsive buttons due to flattened act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform self-test, unexpected restart error test, and displacement test or verify auto off alarm due to unresponsive button. No moisture damage on keypads, motor, vibrator, battery tube or electronic assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the act button was not working. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the time was advancing. The insulin pump will be returned for analysis.